Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was holding down the entire station. The field service engineer inspected row boards for miscellaneous aluminum. The issue was resolved by adjusting the retractor bands. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had completely shutdown. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.